Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was incorrect at the time of follow up-1. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection of the returned tibial articular surface provisional(tasp) reported that the post features have fractured . This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age of more than 2 years and the DHR review.